Event description:
It was reported that the patient was experiencing inadequate stimulation. It was also stated that the patient was having difficulty charging the implantable pulse generator (ipg). No device malfunction suspected. The patients ipg was replaced with a non-rechargeable device. The explanted ipg was retained by the medical facility and will not be returned.